Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via email from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018, the patient reported that her pump had not alarmed. She was scheduled for a pump refill this wednesday ((B)(6) 2018), but had been going through withdrawal for 3 days. The patient stated that she was in agony and trying to stay out of the ER (emergency room). She also stated that withdrawal was ¿hell¿. Per the patient, at the last refill, a new physician filled the pump. The physician told the patient that he was not that experienced with filling pumps and had a difficult time accessing the port. The patient was concerned that some of the medication did not go into the port. Additional information was received on (B)(6) 2018, from the patient via an email at which time she reported that she had been ¿going through horrible withdrawal from some error in her pain pump." The patient thought her pump refill was wednesday ((B)(6) 2018), but it was on thursday ((B)(6) 2018). The patient called and tried to get in earlier, but was unable to. The patient wanted a company representative to go to the appointment on (B)(6) 2018, at 3:00 because she wanted to film the refill and have the company representative interrogate the pump first. The patient repeated that the last hcp that filled her pump had a very hard time finding the refill port. The patient¿s refill port was difficult to access due to scar tissue. She felt the hcp injected some of the dilaudid outside the port in his efforts. Additional information was received on (B)(6) 2018, from the patient via an email at which time she reported that she had been so ill from last saturday ((B)(6) 2018) to monday ((B)(6) 2018) that she couldn¿t even email. When she contacted her hcp¿s office on monday ((B)(6) 2018) she was told that thursday ((B)(6) 2018, was the only possible day. She felt that there had been either a device malfunction or human error by her hcp¿s office causing her current issue. No further complications have been reported as a result of this event.